Event description:
It was reported that the patient¿s mitroflow aortic heart valve was replaced due to regurgitation. It was stated that the device had been implanted 4 years ago with a total aortic arch replacement. At the end of 2016 the patient complained of shortness of breath. On echocardiography, regurgitation on the mitroflow was confirmed and structural valve deterioration was considered as a result. Another echocardiography was taken at the end of (B)(6) 2017 and regurgitation was again observed. On (B)(6) 2017 the patient required emergency hospital admission because of deterioration of renal failure. The patient had a fever of 39 degrees celsius. Antibiotic was administrated because urinary-tract infection was suspected. Bacterial culture was performed to identify the type of bacterium. A bacterium was identified, and it was (B)(6). A different antibiotic drug (vancomycin) was administrated to the patient this time, but the fever was already down with the previously administrated drug. On (B)(6) 2017 the patient underwent re-operation and was implanted with a crown size 21 valve. The vegetation of mitroflow was analyzed at the hospital, and it revealed (B)(6). The device was returned for analysis.

Manufacturer narrative:
This mitroflow valve was explanted after 4 years due to a reported structural valve deterioration and suspected infection. Gross examination revealed tears in a leaflet that caused the valve insufficiency. There was no evidence of calcification in the returned valve. Cuspal tears without calcification are related to direct mechanical damage to the collagen structure during functional opening and closure of the cusp. Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature, may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet tearing. Histological analysis also identified gram positive bacteria spread inside the pericardium. The presence of thrombus depositions, and bacteria colonies indicated the onset of an infective endocarditis in the acute phase.

Manufacturer narrative:
Results for the histological exam were emailed by (B)(4) on mar 23, 2017: histo-morphological analysis was performed by prof. (B)(6) of (B)(4) at the university (B)(6). Histological analyses were performed on samples taken from leaflets b and c. In leaflets b and c, hematoxylin and eosin stain showed that the pericardium was thicker than normal because the collagen bundles were disrupted, defibrinated and homogenated; because the collagen bundles showed a bubbly aspect and because cholesterol clefts were detected. Red blood cells were visible on leaflets b and c. Small thrombus depositions were visible on the mediastinic surface of leaflet b and on the mesothelial surface of leaflet c. Some degenerated areas of pericardium were detected on leaflet b. In leaflet c, gram stain showed some gram + bacteria.